Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During flow rate testing, the device infused within specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found to operate as designed. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed volume three times. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.